Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms. An echocardiogram (echo) was done twice where the septum was convex to the left and the aortic valve was always closed during heartbeats. The vad inflow and outflow cannulas were clearly visualized via echo and there were no signs of occlusion, therefore, right ventricular (rv) failure was suspected. The patient was given diuretics and the vad speed was decreased. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4)was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed a decrease in power consumption starting (B)(6) 2020 and two (2) low flow alarms logged on (B)(6) 2020. Additional information received indicated that in addition to the ventricular assist device (vad) exhibiting low flow alarms, an echocardiogram (echo) was done twice where the septum was convex to the left and the aortic valve was always closed during heartbeats. The vad inflow and outflow cannulas were clearly visualized via echo and there were no signs of occlusion, therefore, right ventricular (rv) failure was suspected. The patient was given diuretics and the vad speed was decreased. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.